Event description:
It was reported that the patient experienced stimulation in the wrong location. The reporter indicated that the patient had fallen twice in the past month. Ever since the falls, the patient had not been able to feel stimulation in her groin, hip and low back where it should be. Instead, the patient was feeling stimulation in her feet. The reporter also stated that stimulation sensation used to be "warm" but at the time of the report, when the patient felt it, it was "more of a cold sensation". If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient; product ID: 3550-39, lot#: n343683, implanted: (B)(6) 2012, product type: accessory. (B)(4).